Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl and, while eating to treat the low, was advised not to announce the meal to avoid an insulin dose; the device-related problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia without reported associated complaints. Outcomes included the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.